Event description:
It was reported to boston scientific corporation that an excelon transbronchial aspiration needle device was intended for use during a procedure on an unknown date. According to the complainant, the sheath and the needle of the excelon transbronchial aspiration needle were kinked. This was noticed, when the device was removed from the packaging; no damage was noted to the packaging itself. This device was not used in the procedure. Another excelon transbronchial aspiration needle device was used to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be okay.

Manufacturer narrative:
(B)(4): the needle being kinked. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.